Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified iliac artery. A 7.0mmx60mmx135cm (4f) sterling balloon catheter was advance for dilatation. However, during the second inflation at 13 atmospheres for 30 seconds, the balloon ruptured with a vertical tear. The procedure was completed with a different device. There were no patient complications reported and the patient was in good condition.

Manufacturer narrative:
(B)(6).